Event description:
This report is to advise of a failure event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, a complete lead was returned for analysis. A failure event, however, was observed during analysis. Final analysis found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.